Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an active meter, compared to her neighbor's performa meter, within 10 minutes: 66 mg/dl (active) and 108 mg/dl (performa). No serious injury reported. No product return was requested.